Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming and failed to power on. The customer cancelled the repair and the device was returned to the customer unrepaired. The device has now been returned for repair and "service required" and "ventilator inoperative" alarm conditions were observed. The device's internal battery and blower motor were replaced to address the issues. No issue with the device failing to power on was observed.

Event description:
The manufacturer received information alleging a ventilator was alarming and would not power on. There was no harm or injury reported. The device was not returned to the manufacturer for evaluation. The device is out of warranty and the evaluation was cancelled by the customer.